Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter healthcare professional from (B)(6) of break in aseptic technique and peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred, described as patient made a mistake. On (B)(6) 2011, the patient developed peritonitis. The patient was not hospitalized for the event. On (B)(6) 2011, the patient began remedial treatment with reflin (1 gram, ip, loading dose). The outcome for the event of break in aseptic technique was not reported. The event of peritonitis was resolving. Dianeal therapy was ongoing. The reporter stated the event of peritonitis was unrelated to dianeal.

Manufacturer narrative:
(B)(4). The cause was due to use error, poor aseptic technique. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.